Event description:
This report summarizes 148 malfunction events in which the device reportedly overheated. - 127 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 18 events had patient involvement; no patient impact. - 2 events had insufficient information received regarding health impact. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 148 previously reported events are included in this follow-up record. Product return status 5 devices were received. 2 devices were not available for evaluation. 141 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 148 malfunction events in which the device reportedly overheated. 127 events had no patient involvement; no patient impact. 18 events had patient involvement; no patient impact. 2 events had insufficient information received. 1 event had a minor injury/illness/impairment leading to a hospitalization or prolonged hospitalization.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 148 events were reported for this quarter. Product return status: 5 devices were received. 1 device was not available for evaluation. 137 devices were evaluated based on historical data analysis. 5 device investigation types have not yet been determined. Additional information: 148 devices were not labeled for single-use. 148 devices were not reprocessed or reused.